Event description:
It was reported that during an infusion of dobutamine on a post surgical heart pt, pump alarmed and showed an error message. The infusion was stopped and pt suffered heart failure. Emergency resusitation was performed and pt stabilized and is now recovering.